Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was sealed ziploc bag. Upon return, the teflon sheath was noted on the iabc outer lumen. The one-way valve was noted tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Multiple kinks to the iabc central lumen were noted at approximately 24.5cm, 28.6cm, 36.3cm, and 76.1cm from the iabc distal tip. Furthermore, the iabc central lumen was noted with the flattened surface approximately from 43.8cm to 49.5cm from the iabc distal tip. In addition, the iabc central lumen was noted damaged consistent with being severely kinked ap-proximately from 58.6cm to 60cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was una-ble to be cleared. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 8.8cm from the iabc distal tip, which is the location of the clotted central lumen. Blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 8.8cm from the iabc luer, which is the location of the previously noted kink. Then the guidewire could not advance at approximately 15.8cm from the iabc luer, which is the location of the clotted central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter can't inserted to reach the right position" is confirmed. The intra aortic balloon catheter (iabc) was returned with multiple kinks and flattened surfaces to the central lumen. The damaged central lumen can result in difficulty inserting the iabc into the patient. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the damaged central lumen is undetermined; a potential root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported ", the catheter can't inserted to reach the right position. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported ", the catheter can't inserted to reach the right position. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "catheter can't inserted to reach the right position" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported ", the catheter can't inserted to reach the right position. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".